Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "itching, flipped, pain," rupture confirmed with MRI. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported right side "itching, flipped, pain," rupture confirmed with MRI. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pruritus: unable to observe, since it is not related to the device. Flipping: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported, right side "itching, flipped, pain". Rupture, confirmed with MRI. Healthcare professional, later reported, capsular contracture, baker grade IV. Device has been explanted.